Event description:
As reported by the edwards clinical specialist, during the transapical tavr procedure, post valve deployment the patient was noted to be in sinus bradycardia with a heart rate in the 20-30's. The physicians attempted to pace the patient but lost pacing capture. CPR was administered for approximately 3-5 minutes and the patient was put on bypass for 20 minutes in order to administer drugs. The hypotension resolved with partial bypass support [tt1] . The patient was noted to be in stable condition at the end of the procedure. Additional information provided by the clinical specialist (cs), indicated a permanent pacemaker was not required.

Manufacturer narrative:
The sapien valve was not returned for evaluation as it remains implanted in the patient. In addition, a device history record (DHR) review was not performed or required as there was no allegation of a product malfunction. Per the IFU, arrhythmias are a known adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. There are multiple potential causes for bradyarrhythmias in a cardiac patient including, but not limited to, cardiac damage related to aging, heart disease or mi, htn, or a complication of surgery. In this case, in addition to the procedure, the patient has multiple co-morbidities (htn, afib) that could have caused or contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.